Event description:
Description: used clear care hydrogen peroxide triple action cleaning to rinse contact lens accidentally. Picked up the wrong bottle (instead of saline solution), rinsed lens and put it in my eye. Did not have my glasses on and couldn't see. Needless to say, I yelled and screamed as I tried to flush my eye with water and saline solutions. My eye and burned and hurt all day. My doctor office said to just flush eye with saline solution. I will see how my eye feels tomorrow since this happened this morning before going to the doctor. This is a dangerous product. One will assume or think that since you can soak your lenses in it and not have to rinse them with anything before putting the lenses in your eye, that one could use it directly on the lens. I think that the warning should be so that you can read them. They are so small that one can overlook them and/or not take them seriously. The optometrist who recommend this product should also warn patients about the danger of this product getting into your eyes as well as the manufacturer. My doctor did not. The danger of this product is that if it is used accidentally (i.e. My granddaughter picked it up thinking it was just like saline solution) that is the problem. This product is just dangerous to me and I don't think that I will continue to use it. I've worn contacts for over 20 years and have never had anything close to what happened to me today. I've always used saline based products to clear, store and rinse lenses. This product is just dangerous to me. Medication administered to or used by the patient: no. Outcome: more medicine to reduce or relieve the possible bad effects of the error other. Where did the error occur: patient's home. When and how was error discovered: used product accidentally. Reporter's recommendations: warning of the seriousness of using this product.